Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to push. The customer¿s blood glucose was unknown. The customer stated that the up and down buttons was harder to push also battery life was lasting less than 7 days. The device will not be returned for analysis.